Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2000 and presented on (B)(6) 2018 with blurry vision, astigmatism, and change in prescription. Topography indicates ectasia both eyes. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient complained of blurry vision and change in prescription. Patient reported symptoms are interfering with daily activities. Patient understood corneal change and need to see corneal specialist. Bcva pre-op refraction, right eye 20/15 -6.25 x -.75 x 150; left eye 20/15 -6.00 x -1.00 x 40. Bcva post-op refraction, right eye 20/30 .00 x -3.00 x 90; left eye 20/30 .50 x -4.50 x 95.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.